Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Medical records reveal the patient has a history of non-compliance. Non compliance with treatment regimen and the pdrn's statement of touch contamination could contribute to peritonitis. Patient also has a history of immunosuppressed status which would even further contribute to patient's risk of peritonitis. Although the medical records report the patient had a cycler problem, it appears later in the medical records the patient's issue was not with the cycler , but with a peritoneal dialysis catheter dysfunction. The inability to drain the peritoneal fluid even further increases the risk of peritonitis. The peritoneal dialysis catheter is not a fresenius manufactured product. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler and the patient's peritonitis. The peritoneal dialysis catheter blockage, the history of non-compliance and the immunosuppressed status of the patient are risk factors that could contribute to the patient's peritonitis.

Event description:
Medical records were provided by the patient's dialysis center. Patient is a (B)(6) female who was visited by the peritoneal dialysis registered nurse (pdrn) due to inability to drain from the peritoneal dialysis catheter. Patient was found to have a distended abdomen. Pdrn was not able to aspirate fluid from the patient's peritoneal dialysis catheter. Patient was sent to the emergency room via ambulance for evaluation. Patient presented to the emergency room stating she missed doing her peritoneal dialysis because of catheter malfunction. The patient was diagnosed with hyperkalemia, hyponatremia, renal failure and peritoneal dialysis catheter dysfunction and was admitted into the hospital. The patient was started on hemodialysis. Four days after admission, the patient underwent a laparoscopic lysis of adhesions and manipulation of peritoneal dialysis catheter under general anesthetic. During the patient's hospitalization, the patient was found to have staphylococcus aureus peritonitis. The patient was started on vancomycin. In addition, the patient was treated with intraperitoneal antibiotics for peritonitis. The patient improved and was discharged home 12 days later.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported during a home visit her patient had a distended abdomen and an inability to drain. Subsequently, the patient was admitted to the hospital on (B)(6) 2015 due to fluid overload. The fluid overload was attributed to difficulty draining as a result of fibrin buildup around the patient's dialysis catheter. Per pdrn while the patient was hospitalized the patient was also diagnosed with staphylococcus aureus peritonitis. The pdrn indicated the infection was attributed to touch contamination, where the patient did not practice aseptic technique during treatment. There were no reported fluid leaks during treatment prior to infection. Per pdrn the patient completed hemodialysis treatments while hospitalized and was discharged on (B)(6) 2015. The patient reverted back to completing continuous cycler-assisted peritoneal dialysis (ccpd) treatments using the cycler upon discharge. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.